Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument pin fell off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the prograsp forceps for evaluation. The instrument was found to have the grip pin dislodged at the distal end. The grip pin was still intact between the grips but shifted outside of its normal position. As a result of the dislodged pin, the grips became loose. Common causes of the failure mode dislodged instrument grips pin are attributed to manufacturing. The complaint regarding dislodged pin was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the prograsp forceps instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that the pin of the prograsp forceps instrument was detached and fell into the patient. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the pin to be detached from the instrument to occur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the pin of the prograsp forceps instrument was detached and fell into the patient¿s abdominal cavity. The fragment was retrieved during the same procedure. The instrument tip became distorted while holding the tissue. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use with no damage observed. The pin fell into the patient and was retrieved during same procedure. It was confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. It was unknown what caused the issue to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.